Event description:
Three implants were placed 2/20/98. A bulking material and bio-glass were also placed. Dr called and said the pt has been experiencing a lot of pain. He will be removing all 3 implants on 3/13/98 as he doesn't know which one is causing pain. One person affected.